Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging inaccurate high readings on his one touch ultra 2 meter. The patient mentioned that on (B)(6) 2010 at 10:00pm, he tested his blood glucose and obtained a 190 mg/dl. He then increased his insulin on his own from 36 units to 38 units of protaphane. He did not exhibit any symptoms at the time of testing. At 2:00am on (B)(6) 2010, he woke up feeling sweaty. He tested his blood glucose and obtained a 52 mg/dl and took 3 pieces of glucose. He felt better shortly after self-treatment and went back to bed. He did not seek any further medical attention or contact his physician for assistance. At 8:00am he woke up and tested his blood glucose and obtained a 108 mg/dl and did not exhibit any symptoms. A quality control test was done and the test strips passed using the control solution. Customer service advised the patient to contact the physician in regards to the event and to let the physician know that he had increased the insulin on his own to 38 units. Products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the high result, he increased his dosage of insulin and approximately 4 hours later developed symptoms suggestive of a serious injury.

Event description:
It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and hemostasis was achieved using manual compression. There was no adverse pt effect. Although requested, no additional information was available.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the monofilament was approximately one-half inch exposed at the guide and the needle tip still attached to the rail end. The anterior cuff was engaged to anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. There was no needle strike mark on the foot. During the investigation, the plunger was reinserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.